Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 ¿ the end-user¿s ilet displayed an ¿unable to proceed code 38 (motor stall)¿ error. A troubleshooting dry run was attempted, but the same error immediately reappeared. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.